Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: this is an unused tubing set and there are visible debris within the blood filter before use. No patient harm/infusion stoppage reported. A preliminary review of the logs identified the following issue: particulate contaminant debris within the blood filter before use the disposable. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture was available for analysis. Without the proper sample or picture, an evaluation is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. Potential root cause could be related to particles getting inside of the drip chamber at the supplier facility and were not captured during the quality sampling inspections. A scar has been issued to the supplier in order to mitigate this reported failure. The current process controls detection includes 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line. The batch record fa24k05023 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.